Event description:
It was reported that during the procedure in the heavily calcified mid circumflex artery, pre-dilatation was performed using a mini trek balloon followed by another trek balloon. Both dilatation catheters advanced easily and dilatation was performed successfully. A xience v 3.0 x 28 mm stent system was inserted into the anatomy; however, resistance was felt. The stent system was pushed and pulled to position the device; however, the delivery catheter separated into two pieces distally. There was no reported intervention and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There is no current CAPA related to this failure mode. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of interlink continu-flo solution set which "pulled in air after the injection site was accessed with a needleless device" was confirmed during product evaluation as excessive air by baxter quality engineering. However, no assignable cause could be provided for the reported condition. Batch review was not performed due to the batch number not being available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The sample has been requested for baxter evaluation. A follow up medwatch will be submitted upon receipt completion of baxter?s investigation. (B)(4).

Event description:
The customer reported that the tubing pulled in air after the injection site was accessed with a needleless device (product information is unknown). It is unknown when the reported condition occurred. There was no patient injury or medical intervention reported. No additional information is available.